Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level 488mg/dl. The customer reported documenting a serter anomaly and states having high blood glucose levels. The customer had symptoms of nausea. The customer treated with the insulin pump. The customer declined troubleshooting. The insulin pump will not be returned for analysis.